Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that they had trouble putting the leads in when they put the device in. The patient thought they had to do a revision and put the leads in from the top. Follow-up was performed to determine if a cause had been determined, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that their stimulator had not done much to relieve their pain because the implanting surgeon was unable to get the lead in the right place. The patient was scheduled to have their ins replaced on (B)(6) 2018 because it was in its last year of use. The surgeon was planning to "snip" the lead and leave part of it implanted and when asked why the patient reported that they assumed it was because the patient likely had scar tissue buildup. The healthcare provider was planning on changing the ins and lead. The patient was going to have new leads implanted because the original lead was not implanted in the optimal place which didn't allow the therapy to help the patient's pain very well. No further complications reported.